Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on the site by our field service engineer. The expiratory cassette was defective and need to be replaced. The expiratory cassette error is an alarm to show technical issues with the expiratory flow measurements. The expiratory cassette is only measuring, and its failure will not affect ongoing ventilation and there is no patient risk. In the reported case the following log post was noted: ¿technical alarm [exp flow] exp. Cassette. Meas timeout, no signal amplitude¿. This alarm indicates flow measuring issues and it was introduced in system version 4.04.00 to prevent different flow measuring issues. The provided logs confirmed the reported expiratory cassette error alarm generated on 2023-08-23. Also the logs revealed that shortly after the expiratory cassette error, clinical alarms such as, expiratory minute volume low, high respiratory rate and volume delivery restricted were generated. The expiratory cassette error generates an incorrect measurement of the expiratory flow, which results in auto-triggering and high respiratory rate. The ventilator then increase the pressure in order to deliver the set tidal volume until the volume delivery becomes restricted by the set upper pressure limit. The expiratory cassette was requested for further investigation but not returned. The root cause for the reported problem could not be determined.

Event description:
It was reported that the patient became hypercapnic. The co2 value was unknown. Final patient outcome was no injury. Manufacturer's ref.#: (B)(4).